Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient was experienced ineffective therapy due to high impedance was reported to abbott. As a result, the patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on contacts 9-16 on their scs paddle lead. In turn, the patient underwent surgical intervention wherein the scs paddle lead was explanted and replaced to address the issue.